Event description:
At the first consultation, ventricular capture failures were observed. Noise spotted on the atial lead. An x-ray was performed which showed that the leads are at the similar position to that of the day of the implant. A reintervention will be secheduled.

Manufacturer narrative:
Summary of the investigation: upon receipt of the returned vega r58, s/n (B)(6) the screw fixation was found to be extended. After thorough cleaning to remove blood/tissue residues, the fixation mechanism remained non-extendable. Manual testing was then performed by directly activating the mechanism through the inner coil. Under these conditions, the screw was fully retractable and extendable after 10 turns. The screw length was measured and found to be within specification (1.7 mm). X-ray analysis of the returned rv lead confirmed that all components were intact, with no visible damage. Standard electrical measurements were within specification and did not reveal any electrical contact issues (loss of capture or high intermittency) between the two lines that could explain the reported electrical anomalies. Additional impedance testing was performed under both dry and wet conditions. The results did not reveal any abnormal impedance values or current leakage between conductor lines at either the distal or proximal level. The reported abnormal ventricular electrical values are most likely attributable to factors such as the target site(s), patient physiology, or the screwing of the lead within the cardiac cavity. A micro dislodgement of the rv cannot be ruled out. Based on the available data and investigation results, an rv lead defect is not suspected to be related to the reported issues. For more details, please refer to the attached report analysis.

Event description:
At the first consultation, ventricular capture failures were observed. Noise spotted on the atial lead. An x-ray was performed which showed that the leads are at the similar position to that of the day of the implant. The rv lead was explanted and the atrila lead still implanted.